Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use resulting in a performance decrement, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 20, 2014.